Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported that "this affected the progress of the operation and increased costs". Please provide additional details about how the "progress of the operation and increased costs" were affected. Please refer to the event description, other information requested is unknown. Were there any patient consequences? No. What is procedure name and date? The procedure name is general surgery and date is (B)(6) 2025.

Event description:
It was reported that a patient underwent general surgery on (B)(6) 2025 and suture was used. During the procedure, when the surgeon was suturing the skin the problem of pulling off suture needle happened without applying force, changed to another one to complete the suturing. This affected the progress of the operation and increased costs. There were no adverse patient consequences reported. Additional information was requested.